Event description:
It was reported that a large volume infusor overinfused medication to the patient during infusion. The device delivered the dose faster than the expected therapy time. The infusor passed all its contents in approximately 18 hours during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between march 25-26, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples shows no fluid in the bladder of the device which suggests an over infusion may have occurred. Due to the nature of the provided sample, no further testing could be performed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.